Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR- steadily rising rv pacing threshold and impedance since the middle of (B)(6) 2011. When impedance rose above 200 ohm in (B)(6) 2012 the lead was scheduled for replacement. A stylet could not be fully introduced into the lead. When pulling the lead, it broke and the distal part of the lead stayed in the pt. It was later removed via thoracotomy due to infection. The pt is now implanted with a subcutaneous system. The extracted lead parts have not been returned for analysis.